Manufacturer narrative:
Apoc incident#: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a patient. There was no patient information, no details surrounding the event. Cartridge lot# information was not available at the time of this report. Method: date: tested: result: I-stat, on (B)(6) 2025, 10:17, 63.5 ng/l, beckman dxi600, on (B)(6) 2025, 12:07, 8 ng/l, facility cut offs: beckman 17.9- hs, I-stat 21 -hs. 99th percentile: 90% ci: sex: n, (ng/l, pg/ml) (ng/l, pg/ml), female: 490, 13, (10, 17), male: 404, 28, (19, 58), overall: 895, 21, (14, 30).

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 24-feb-2026. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. A deficiency has been identified for hs-tni cartridge lot a25167a. While retained cartridge testing met the acceptance criteria for the detected error (dt) and undetected error (udt) rates outlined in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure), the fg release specification for standard deviation (sd) per tp-0651 rev. Bi (cartridge finished goods test specification) was not met. Root cause will be investigated in quality record (qr) 1100932.